Event description:
Boston scientific crm received information that this lead was explanted due to high threshold measurements. During the implant procedure, the threshold measurements changed from 2.8v @ 0.5ms to 1.0v @ 0.5 ms and back to 2.8v @ 0.5mw. After closing the pocket, the lead was retested and threshold measurements were greater than 5v @ 0.5 ms. The lead was repositioned, but the threshold measurements remained greater than 5v @ 0.5ms. A new lead was successfully implanted.

Manufacturer narrative:
Both the mechanical and the electrical performance of the lead under complaint were scrutinized. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.